Manufacturer narrative:
Section a1, a3: patient identifier & dob was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, and no further related events have been reported at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the patient was extubated, they seemed to have had new weakness in the proximal left arm while the distal left arm function was relatively spared. There were no acute findings from a computed tomography performed on the head. No large vessel occlusion on computed tomography angiography of head and neck. The proximal left arm weakness was attributed to a differentially diagnosed ischemic stroke, brachial plexus injury, giveaway due to post-sternotomy pain. Given the left lower extremity involvement and left upper extremity increased tone, there was suspect periprocedural stroke. The event was considered possibly related to the implant procedure.